Event description:
While charging the implantable neurostimulator (ins), the pt lost stimulation and was then unable to charge the ins. A physician mode recharge (pmr) was done while the pt was at home without any success. In (B)(6) 2010, they were unable to communicate with the ins using the recharger, pt programmer, and physician programmer. An x-ray was done and confirmed the ins was not flipped. Another pmr was tried without success. The ins was replaced. The pt's ins was reprogrammed post-op and it was thought that the pt was doing ok as she had not been heard from since the replacement.

Manufacturer narrative:
(B)(4).